Event description:
It was reported during an esophagogastroduodenoscopy (egd) procedure with stent placement in the pylorus, the stent broke in half when placed in the patient's pylorus. The superior half of stent caused an obstruction near the ileum and was removed orally in a separate procedure. The other half of the stent passed into the colon and was defecated. The patient will likely have a follow up procedure where a competitor device will be implanted. There was no reported further patient injury or harm.